Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the autopulse displaying a "system error-out of service" message was confirmed during functional testing. The archive shows numerous ua 132 (internal watchdog timeout) messages. The processor board was found at fault.

Event description:
Complainant alleged that during a shift check the autopulse resuscitation system displayed a "system error-out of service" message upon power up that was unable to be cleared and the system was unable to be re-started with no recurring errors. There was no report of any patient involvement. No additional details were provided.